Manufacturer narrative:
The complaint investigation for a false negative result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review, CAPA and in-house testing of retained kits with the complaint lot number. Statistical trend analysis both within and across determined no adverse trend for the product nor the impacted lot of architect total b-hcg . Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide concluding that the performance of the lot is acceptable. In-house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, it was determined that the architect total b-hcg reagent lot identified in this complaint continues to perform as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a negative architect total b-hcg result of <1.2 miu/ml was generated for a (B)(6) year old female patient sid (B)(6) on (B)(6) 2021. Based on the negative b-hcg result, the patient believed she was not pregnant and subsequently underwent hair transplant surgery. Her b-mode ultrasound report on (B)(6) 2021 showed that she had been pregnant for 7 weeks + 3 days, or 52 days. The patient considered that the use of certain chemical agents during the hair transplant process would be harmful to fetal development, and thus decided to undergo an abortion. The patient would not have underwent the hair transplant procedure if she had known she was pregnant when tested on (B)(6) 2021. The patient believes the negative architect total b-hcg result was false resulting in potential harm to the fetus and her decision to abort.